Event description:
An altitude alarm was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to clean the speaker holes and wait for a period before attempting to resume insulin, which was successfully accomplished. The pump resumed normal operation, and the customer was provided with tips to prevent future altitude alarms.